Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced discomfort located at the ipg site after gaining 20 pounds. Surgical intervention may occur later to address the issue.

Event description:
Additional information received indicated the ipg was explanted which addressed the issue.